Event description:
It was reported that the up arrow, down arrow, and okay buttons require multiple presses for a response and at other times the buttons stick so that the cursor keeps scrolling. The reporter noted that the rubber keypad is intact, the buttons feel different than usual, and the buttons do not spring back. The reporter stated that the issue began two months ago and has not become worse with time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responding to button presses. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas but has not yet been evaluated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.